Manufacturer narrative:
Medical records attached to the complaint do not relate to this event. Medical records are for an unrelated event 2 months prior to this event. Due to the medical records not relating to this event, no conclusion can be made regarding any causal relationship between the event and the dialysis products. Requested relevant patient medical records for this event. This is one of two complaints concerning the same patient with different adverse events

Manufacturer narrative:
(B)(4). The cycler was not replaced under this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
A peritoneal dialysis (pd) patient called technical serviced and reported he experienced shortness or breath and had to stop treatment to go to the hospital. Follow up with the patient's clinic indicated the patient did not perform treatment for five days and was hospitalized for fluid overload. Patient was admitted to the hospital on (B)(6) 2016 and released on (B)(6) 2016.

Manufacturer narrative:
The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
Additional medical records were received and reviewed. The patient presented to the hospital on (B)(6) 2016 for acute onset dyspnea. The patient missed his peritoneal dialysis the evening before. On (B)(6) 2016 two hours into his dialysis session he awoke suddenly with shortness of breath. The patient called emergency services and was transported to the hospital. The patient was diagnosed with pulmonary edema; suspected secondary to missed dialysis session. In addition, the patient was diagnosed with hyperkalemia. The patient¿s pulmonary edema improved much after dialysis. Doppler of the left lower extremity was negative for deep vein thrombosis. Hyperkalemia and electrolytes improved with improved ultrafiltration. Patient¿s elevated troponin levels were complicated due to chronic kidney disease. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Medical records did not contain dialysis treatment records for review. There was no documentation in the medical record that indicates the reason the patient did not perform the peritoneal dialysis treatment the evening before. There was no documentation in the medical record that indicates the liberty cycler malfunctioned or was the reason for missing dialysis treatment. There was evidence in the medical records that indicates the patient¿s pulmonary edema was related to patient¿s missed peritoneal dialysis treatment. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s pulmonary edema.